Manufacturer narrative:
The reagent lot number was 855749. The expiration date was not provided. The qc was acceptable. A general reagent issue was excluded. The alarm trace showed multiple "abnormal aspiration" alarms. The field service representative found that the water pump head was leaking and had a broken screw. He replaced the water pump and water pump head, verified adjustments, and performed checks with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable albumin gen.2 results for 2 patient samples on a cobas 8000 c702 module. Sample 1: the initial result was 12.7 g/dl, and the repeated result was 5.5 g/dl. Sample 2: the initial result was 5.5 g/dl, and the repeated result was 3.9 g/dl. The samples were repeated due to being flagged with delta checks. The repeated results were obtained on another module and were believed to be correct.